Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to load a cartridge. Customer reported an elevated blood glucose (bg) level of 350 (mg/dl) and ketones. During troubleshooting with tandem technical support, customer was able to successfully load cartridge to pump. A manual injection to stabilize bg levels.